Event description:
Left balloon erosion. However, both devices were removed. The patient experienced left balloon erosion and the patient was sent home with a catheter for the next ten days.

Manufacturer narrative:
Pt. Had previous radiation therapy which often leads to weakened urethral tissue.